Event description:
It was reported that the patient's device kept toggling on and off, leading to a loss of therapeutic effect. It was a new implant and the battery read at 3.72 volts. It was reported that impedances were normal, but review of the telemetry printout showed impedances over 2,000 ohms on electrode pairs 0 and 2, 1 and 2, and 2 and 3. The patient stated that no magnets were turning the device on or off; the device was doing it by itself. The patient had verified the ins was off and turned it back on with the controller. Device interrogation indicated zero device activations, but showed that usage was only at 88%. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The reporter stated there was no more toggling on and off. The patient was educated on electromagnetic interference (emi) and knew what to look out for.

Manufacturer narrative:
Neurostimulation model 7426 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown; extension model 7482a40 serial# (B)(4) implanted: (B)(6) 2007 explanted: unknown; extension model 748240 serial# (B)(4) implanted: (B)(6) 2007 explanted: unknown; lead model 3387s-40 lot# v025335 implanted: (B)(6) 2007 explanted: unknown; lead model 3387s-40 lot# v014497 implanted: (B)(6) 2007 explanted: unknown.